Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant procedure the patient had swelling in their left arm. Doppler echography showed a thrombus formation around the right ventricular lead in the left venous subclavia. The patient was hospitalized and the thrombosis resolved. The lead remains in use. The patient is a participant in the post approval network /product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.